Event description:
It was reported that a 41-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with a left-sided 600cc mentor memorygel breast implant and a right-sided 450cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed with a rupture of her left prosthesis as well bilateral baker grade IV capsular contracture. The patient also reported experiencing anxiety, panic attacks, hair loss, bloating, constipation, dry skin, fatigue, pressure in her chest, muscle and joint pain in her back, and fluctuations in her body temperature. As a result, the patient underwent removal surgery on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-05730 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: capsular contracture, generalized illness, rupture. Manufacturer¿s reference number: (B)(4).